Event description:
Per consumers daughter the slings are cutting into her mothers arms as she is lifting her.

Manufacturer narrative:
(B)(4). Malfunction alleged. Per consumers daughter the slings are cutting into her mothers arms as she is lifting her. No mention if medical intervention was sought.